Event description:
It was reported that within a couple weeks of implant, the right ventricular lead had high impedance. Follow up information was received and indicated that it appeared the set screw was not set in the distal coil. The physician had to re-open the pocket and tighten the set screw. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.